Event description:
It was reported that an advantage fit system device was implanted during a retropubic mid-urethral sling and cystourethroscopy procedure performed on (B)(6) 2019. Due to exposed vaginal mesh sling, vaginal pain, vaginal discharge, and vaginal bleeding, the patient underwent release, excision, extraction of exposed vaginal mesh sling, ureterolysis, and cystourethroscopy on (B)(6) 2022. During the procedure, it was noted that the sling was tightly adherent to the urethra on the patient's left side. The patient tolerated the procedure well and was taken to the recovery room in a stable condition.

Manufacturer narrative:
Block h6: patient code e2006 captures the reportable event of exposed vaginal mesh sling. Patient code e2330 captures the reportable event of pain. Patient code e1401 captures the reportable event of vaginal discharge. Patient code e0506 captures the reportable event of vaginal bleeding. Impact code f1905 captures the reportable event of extraction of exposed vaginal mesh sling.